Event description:
It was reported that during use of this arthroscopy tubing in a right shoulder arthroscopy, the surgeon identified there was excess fluid in the joint about thirty to forty minutes into the procedure and changed the procedure to an open surgery. It was reported that the pump in use did not alarm or overpressure. The user facility was unable to confirm the pressure setting on the pump.

Manufacturer narrative:
Investigation results: the arthroscopy tubing set was received for evaluation. The tubing was run through extensive testing and no faults were found.